Event description:
Information received from the field notes that the patient was in atrial fibrillation, but presented with av pacing due to loss of atrial sensing. Measured battery data was 2.8v, 14ua, and <1 kohms.